Event description:
Patient reported a left-side deflation. Healthcare professional also reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 g2.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: crease fold, wear abrasion, opening on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Device has been explanted.